Event description:
It was reported that the patient complained of hip pain, 32 (+8) head notched the neck of the accolade tmzf. Stem and cup were removed and replaced with zimmer implants.

Manufacturer narrative:
An event regarding stem notching involving an unknown accolade tmzf stem was reported. The event was confirmed. Visual inspection confirmed the stem had severe notching and damage. The medical review indicated, "the root cause of this pi case is an adverse combination of procedure related and patient-related factors resulting in severe ectopic bone formation adversely influencing biomechanics and kinematics of the arthroplasty joint." The event was determined to be due to an adverse combination of procedure related and patient-related factors resulting in severe ectopic bone formation adversely influencing biomechanics and kinematics of the arthroplasty joint. In concert they have caused an extreme overload condition in the hip bearing and have caused much higher levels of micro-motion in the femoral head taper junction than normally would occur. There is no evidence for device-related factors playing an additional role and the failure scenario described provides plausible explanation for the sequence of events having lead to the failure of the device.

Event description:
It was reported that the patient complained of hip pain, 32 (+8) head notched the neck of the accolade tmzf. Stem and cup were removed and replaced with zimmer implants.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf stem. It was noted that the device is not available. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot.

Event description:
It was reported that the patient complained of hip pain, 32 (+8) head notched the neck of the accolade tmzf. Stem and cup were removed and replaced with zimmer implants.